Event description:
Per info received: pt was admitted 3 days post discharge with symptoms of congestive heart failure. On reoperation, aortic valve was found to be dehisced. Per info received, aorta was stated to be "calcified".